Event description:
Unomedical reference number (B)(4). Event occurred in argentina on 12-apr-2024, it was reported that on (B)(6) 2024, the patient experienced raised glucosa and no delivery alarm on the pump. The issue was resolved by infusion set change. No further information available.